Manufacturer narrative:
The original reported aware date of the reportable event was (B)(6) 2015; however, it was later discovered that the first day carefusion was notified of the reportable event was (B)(6) 2015. Date that this was discovered was (B)(6) 2016.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the vela front panel assembly and installed in a known good unit. The carefusion fa rep inspected and found the customer's reported alleged issue as liquid ingress. The carefusion fa rep powered up unit and duplicated the customer's alleged issue. The root cause is determined to be liquid ingress and is a known issue that is being corrected internally.

Manufacturer narrative:
Carefusion file identification: (b)(64. Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the vela ventilator, a faulty touch screen error. The customer reported the touchscreen is not responding when touched and there is a spot on the screen display. The customer reported because of the huge spot on the screen; it's not possible to calibrate the touch screen. The issue found was during testing, and there is no patient involvement associated with this event.